Event description:
Information was received indicating that a smiths medical cadd ms3 pump was stopping during the infusion of remodulin and not detecting syringe in the pump. There were no interruptions and the infusion was life sustaining. There were no reported adverse events.